Event description:
It was reported that a study patient underwent a c5-c6 and c6-c7 bi-level anterior cervical discectomy and fusion (acdf) procedure with cortical ring allografts and an anterior cervical plate system. Approximately 57 months postoperatively, the patient was involved in a motor vehicle accident (mva) and required emergency spinal cord decompression at c4-c5. The patient had prior fusion surgery at c5-c7: and the plate was removed to access c4-c5. The c5-c7 plate was removed. Hospitalization was required. The top and bottom left screws were found to be broken. Solid bridging of the fusion was found intraoperatively. Myelopathy and radiculopathy were also present. Upon further review of the cat scan taken previously, the remainder of the broken screws was left within the bone. Approximately 64 months postoperatively, it was noted that the spinal cord was decompressed and the fusion was fully bridged. It was also noted that the gross anatomical defect was corrected. However, symptoms persisted. No further information was provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.